Event description:
The customer reported that while scanning a microwell plate on summit, it was observed that barcode ID bh4436 was read as bhrq36. No error was generated. No death or serious injury was associated with this incident. Note: incident reportedly happened, but the customer did not report it to ocd unitl a month later-2/25/2003 via fax. A subsequent failure to enter this incident into the complaint system on a timely basis is the reason this medwatch report is being filed past the required 30-day reporting period.